Manufacturer narrative:
The customer called technical support to report that the device was automatically booting up intermittently, and a 1218 ¿power has been restored¿ alarm error message was displayed. The remote service engineer (rse) suggested that the customer should examine the event log and check the power switch and power management (pm) printed circuit board assembly (pcba). Per good faith effort (gfe) response, a service quote for repair was sent to the customer for approval; however, the customer refused to pay for the repair. Therefore, the authorized service provider (asp) engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was automatically booting up intermittently. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was automatically booting up intermittently. The remote service engineer (rse) suggested that the customer should examine the event log and check the power switch and power management (pm) printed circuit board assembly (pcba). The investigation is ongoing.